Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that "approximately 10 years ago" in 2006 or prior, the patient's pump ran dry and it was "real ugly". No other symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.